Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced bleeding. The bleeding was managed with wedging and suctioning. The blood loss volume was not provided. No blood transfusions were required. Additionally, the patient was admitted to the hospital for observation and greater than 24 hours. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
The physician could not provide the specific event date; therefore, a log review cannot be performed.